Event description:
Post sapien xt valve deployment, the leaflets appeared to be restricted and a left main (lm) artery occlusion was observed. A second valve was placed as well as angioplasty and stenting of the artery. Initially, the CT indicated a 26mm valve with an annular area of 467mm, and the 3mensio workup showed a lca height of 6`.8mm. There was discussion regarding positioning a guide/wire/stent in the lca during deployment. The team agreed to perform an angiogram during the bav to confirm left coronary artery (lca) patency. Transfemoral access was obtained, the native valve was crossed and bav performed. During the bav, angiogram revealed the rca had brisk flow with the balloon inflated, but there seemed to be slow flow into the lca. The cardiologist felt that the flow was adequate and a 26mm valve was positioned across the annulus. While the valve was across the annulus the patient became hypotensive. The valve was retracted to allow the patients bp to recover. Once the patient¿s systolic pressure was greater than 100mmhg, the valve was re-advanced. Immediately after valve deployment the patient's qrs complex widened and the patient failed to recover from rvp. By tte the valve landed 50:50, functioning normally with trace to mild pvl. No st changes were observed. An aortogram revealed brisk rca flow, mild pvl and sluggish lca flow, deemed due to the hypotension. Tte evaluation showed no evidence of anterior or lateral wall ischemia. The patient continued to remain hypotensive on high pressor support. There was no evidence of annular rupture, effusion or iliac rupture. The cardiologist engaged the lca with a diagnostic catheter to confirm patency. There was some difficulty engaging the lca due to obstruction from the valve frame. Once the catheter was seated in the lm, there was flow but the native leaflet and valve did seem to be slightly impinging on the lm. The patient continued to deteriorate. The patient was intubated and placed on ECMO, and was then hemodynamically stable. While on ECMO a tee showed that there was very little lv movement and it appeared as if the sapien xt valve was not opening. There was discussion that the restricted motion may be a result of the patient being on ECMO support with very little natural cardiac output. The team felt that implanting another valve was warranted. A second 26mm valve was placed inside of the first sapien xt valve. The valve was deployed without rapid pacing. After implanting the second valve, it appeared that there was leaflet movement on tee. However, there was no observable change to the patient¿s condition. The lm was engaged with a guide catheter and an ivus catheter was advanced. An ivus confirmed an obstruction so the lm was ballooned and stented. There was noticeable improvement on ivus and brisk flow observed via angio. The patient was left on ECMO and transferred to the unit. The patient remains on ECMO support 3 days post tavr. The low lca height was considered the root cause. The lack of appreciable st elevation, the initial tte report of normal anterolateral wall function and the presence of flow in the lca, albeit sluggish flow, led the tavr team to not initially suspect lm obstruction. The patient had moderate native leaflet and annular calcification, and moderate aortic root calcification.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Minimum coronary height for a 26mm valve is 10mm. In this case, the lca was 6.8mm. Due to obstruction from the valve frame and native leaflet, the lca had decreased flow and the left ventricle had very little movement, likely causing the restricted or non-functioning leaflet. In addition, patient being on ECMO support with very little natural cardiac output likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.